Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the display of the insulin pump was damage. Customer¿s blood glucose value was 175 mg/dl. Customer was advised to replace the insulin pump. The insulin pump will return for the analysis.